Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
This complaint was reported on (B)(6) 2016. The initiator reports that while watching an episode of 48 hours investigates on (B)(6) 2016, a story about a (B)(6) was being reported. His mother was accused of force feeding him sodium through a tube while he was at a (B)(6). According to the report, the sodium caused brain swelling and (B)(6) was declared brain dead and was placed on life support. Two days later, garnett was taken off life support and was declared dead. While watching the footage, the initiator noticed that the bag that was collected as evidence was a kendall kangaroo joey bag. The bag was found to have toxic levels of sodium.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. No corrective actions will apply since the reported issue was not manufacturing related. This complaint will be used for tracking and trending purposes.